Manufacturer narrative:
The suspect device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed. The root cause could not be determined however, the fragmented tip has the appearance to have been stored in extreme environmental conditions or potentially exposed to a chemical agent. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a uterine artery embolization [uae] procedure the 5f catheter fragmented within the patient. The physician had successfully acquired retrograde arterial access. During catheter manipulations over a guidewire under fluoroscopy, the catheter tip detached within the superior mesenteric artery (sma). The physician noted, the patient's anatomy was not tortuous, calcified, or diseased. The tip detachment was not considered life threatening. All but one small piece of the foreign body was successfully retrieved from the patient via vascular snare device. To avoid possible migration of the remaining foreign body, the physician deployed a stent to pin the foreign body in place. The patient tolerated the procedure well with no other injuries to report.